Event description:
A female patient was originally treated four weeks ago (approximately (B)(6) 2013) for a left intertrochanteric femur fracture. The procedure was completed successfully with implantation of a short trochanteric fixation nail with no complications. During the early morning of (B)(6) 2013, the patient tripped and fell at home. She suffered a left, spiral fracture distal to the distal tip of the trochanteric fixation nail. The trochanteric fixation nail, helical blade and locking screw were removed on (B)(6) 2013, and replaced with a long trochanteric fixation nail (11 x 360mm), a 100mm helical blade and two distal locking screws. It was reported that the case was completed successfully. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Implant date: approximately (B)(6) 2013. The investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.